Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 319mg/dl, 241mg/dl. Tests were done within 5 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.